Event description:
The device was used to analyze the pt rhythm and rendered a no shock advised decision. The paramedic reported the device inappropriately rendered this decision based upon an assessment of the device ECG display. The paramedic placed the device into manual mode of operation and delivered defibrillator energy to the pt. The pt was not resuscitated. The reporter stated that pt outcome was not affected by the reported discrepancy, based upon the timely use of the device in manual mode.